Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen needle autoshield duo 30gx5mm EU was not working properly and was unable to deliver all of the insulin. This was discovered during use. The following information was provided by the initial reporter: the device failed to inject all the insulin and there was a very large amount on the skin.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle autoshield duo 30 g x 5 mm EU was not working properly and was unable to deliver all of the insulin. This was discovered during use. The following information was provided by the initial reporter: the device failed to inject all the insulin and there was a very large amount on the skin.

Event description:
It was reported that pen needle autoshield duo 30gx5mm EU was not working properly and was unable to deliver all of the insulin. This was discovered during use. The following information was provided by the initial reporter: the device failed to inject all the insulin and there was a very large amount on the skin.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-09-24. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: twenty six sealed and two open 30g x 5mm autoshield duo samples were returned from lot. No. 9323642, cat. No. 329605. An activation test and a clog test were carried out on all twenty eight samples and no issues were observed. Investigation conclusion: an activation test and a clog test were carried out on all twenty eight samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.